Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records/ radiographs received. Review of the available records identified at the 1 year follow up, the patient regularly participates in moderate activities, is satisfied, experiences mild-moderate pain, prn nsaids. No abnormalities on xray. At the 2 year follow up, patient sometimes participates in impact sports, reports neutral satisfaction, experiences severe anterior thigh pain, and uses tramadol daily. No abnormalities on xray ov note reports patient is experiencing pain in groin area moderate to severe, also notes stiffness and catching that is worse with weight bearing. Pain comes and goes. Incision is well healed, painful rom but good motor strength. X-rays show well positioned implants. Approximately 2 years and 2 months post implantation; the patient underwent a left femoral cortical periosteal ablation/debridement. A cortical periosteal ablation is a radiofrequency procedure that uses heat to treat bone growth (osteoma) and ease localized pain. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Approximately 7 months postop, the patient reported severe anterior thigh pain resulting in daily tramadol use. Resolved approximately 2 years and 3 months post implantation after the patient underwent left cortical periosteal ablation/debridement. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057 2948096 delta ceramic option head dia3 6, 010000666 6320710 g7 pps ltd acet shell 58g, 00625006535 6320710 bone scr 6.5x35 self-tap, 010000937 6112707 g7 hi-wall e1 liner 36mm g. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, the patient reported severe anterior thigh pain resulting in daily tramadol use approximately 7 months postop. No intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.